Event description:
It was reported that the customer was found unconscious and admitted to the hospital due to diabetic ketoacidosis cause by high blood glucose levels. Customer was treated through intubation and underwent various tests while in the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.